Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. Batch # m53w4r . The ec60a device was received for analysis with no visual non-conformances and with an ecr60b cartridge loaded on the device. The cartridge reload was received partially fired 1/16. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. It should be noted that in order to open a device that has been partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. The returned device and cartridge reload were tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as the device closed and opened as intended.

Event description:
It was reported that during a hemicolectomy procedure, during the first firing, after closing the machine and fire the 3+1 strokes, when tried to open the machine, he felt some difficulties. The surgeon didn¿t fire through clips, previous staple lines. They changed the reload and for the second fire, he could close the instrument, but could not fire it. The fire handle moved, but the blade didn¿t advance. Another like device was used to complete the procedure. There was a delay of ten minutes. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Additional information requested and received: did any staples deploy? In the first fire all of them, in the second none if yes? How many staples deployed? Were the staples in the proper b form shape? In the first fire yes, but there was an oozing bigger than usual additional information requested but unavailable on the second firing you stated that no staples deployed. Did the device cut? With the oozing being bigger than usual, how much blood was loss (ml)? How was the bleeding controlled? Did the patient require a blood transfusion?